Event description:
It was reported that short circuits were found on electrode channels 6 and 8. It has been advised to turn off these channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.